Manufacturer narrative:
The revision reported may have been the result of prosthesis wear, as stated in the experience report. Based on the images provided, there appears to be some deformation, scratching, and/or pitting on the articular surface of the tibial insert which appears consistent with use and/or possible third body wear. However, this cannot be confirmed because the component was not returned for evaluation and radiographs were not provided. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear. The most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Event description:
As reported, approximately 2.5 years post initial right tka, the 73 y/o female patient had a revision due to poly wear. Patient had a poly liner exchanged. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. The device is not available for evaluation due as the device was disposed at the hospital.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.